Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set, the components had separated before use. There was no report of patient impact. The following information was provided by the initial reporter: when opening the tubing, it was not intact. It was detached below the safety clamp.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the components had separated before use. There was no report of patient impact. The following information was provided by the initial reporter: when opening the the tubing was not intact. It was detached below the safety clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jan-2023. H6: investigation summary a photo as sample was received and investigated by our quality team. The picture provided showed a clear separation below the blue clip to tubing and verifies the customer's complaint. Without the physical sample, the root cause of this separation remains unknown but it is likely due to a lack of solvent applied during the production of the set. A device history record review for model 2426-0007 lot number 22019052 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.